Manufacturer narrative:
Unit received with blank display due to moisture damage on electronic assemblies. Unable to perform displacement test due to blank display. Unit received with corroded force sensor assembly and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer was assisted with trouble shooting. The customer's pump will be returned.